Event description:
It was reported that the system informed of infrared error with camera, which immediately stopped reading all flat markers. As this happened in the middle of a cadaver lab, no patient was involved.

Manufacturer narrative:
Section d4 was corrected. H10: the device, intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device could not be established as the reported problem was not confirmed. A complaint history review found similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. The visual inspection found that the exterior condition shows no wear. Nothing was identified visually that contributed to the problem. Functional evaluation was performed and the reported problem was not confirmed. The camera event log was also evaluated. There was no indication of an infrared or illuminator error. The camera accuracy was assessed and it passed (<0.35mm). The camera was connected to a system and a mock sawbones case was created. The camera was left on for testing for 4 hours. No errors presented, the reported problem was not confirmed. Therefore, the root cause was established to be no problem found. While an infrared error was reported, the investigation did not confirm an occurrence of the error. It is possible that another warning message displayed on the system that was similar to the infrared error. No containment or corrective actions are recommended at this time.